Manufacturer narrative:
"Date FDA report sent", from (B)(6) 2014 to (B)(6) 2014, which is the date initial report was submitted.

Manufacturer narrative:
The investigation determined that lower than expected vitros phyt quality control results were obtained on a vitros 250 chemistry system. The investigation is unable to reach a definitive conclusion regarding performance of the vitros 250 chemistry system at the time of the event as precision testing performed was insufficient to evaluate performance. In addition, a vitros phyt reagent issue cannot be ruled out as a contributing factor. The investigation found no evidence of a protocol issue related to quality control fluid processing.

Event description:
The customer reported multiple lower than expected vitros phyt results from vitros tdm level I and iii control fluids were obtained using vitros phyt slides on a vitros 250 chemistry instrument. Vitros tdm l1 result 13.74 versus expected 31.7 umol/l; vitros tdm l3 results 16.39 and 25.02 versus expected 101 umol/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The customer stated that no vitros phyt patient results were in question. However, the investigation cannot conclude that patient sample results were not affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number two of three MDR¿s for this event. Three 3500a forms are being submitted for this event as three devices were involved. (B)(4).